Manufacturer narrative:
Age/date of birth: unknown/ not provided. However, approximate age is (B)(6) if explanted: not applicable as lens remains implanted. However, estimated to be explanted (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a lens implantation of a pcb00 intraocular lens (iol), the technician loaded the iol incorrectly and the lens shot through the lens capsule into the vitreous cavity. The iol is scheduled to be explanted on (B)(6) 2019. After the removal of lens from the vitreous, a pars plans vitrectomy will be performed. The incision will have to be enlarged and sutures placed. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. The reported complaint issue was not verified. Manufacturing record review: manufacturing record review could not be performed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.